Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1056062 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Please reference all related MFR. Report numbers: 1221359-2022-02962 through 1221359-2022-02966.

Event description:
The customer reported five false negative results with the idnow covid-19 assay performed on various dates involving various lots. This report is three of five and addresses lot 1056062 (total quantity 4). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample (collection date: (B)(6) 2022). Confirmation testing (platform: core lab) on a nasopharyngeal swab sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.